Event description:
Pump reported to be set at 125 ml/hr with a 1000 ml bag of maintenance intravenous solution. When the pump indicated the infusion was complete, 100 to 150 mls remained in the bag. No pt injury resulted.